Event description:
The consumer's legal representative claims the consumer received a burn from using the product. No other detail regarding the incident has been provided to date.

Manufacturer narrative:
Since this a disposable single-use device, the patch is unavailable for evaluation and analysis. The lot number was also not provided from the reporter and, therefore, we are unable to conduct any sort of trend analysis. This report is below the threshold of the FDA's requirements for mandatory reporting of adverse events involving medical devices as there is no evidence that use of the product resulted in serious adverse health consequences. Instead, our investigation has determined that the patient experienced temporary or medically reversible adverse health consequences. Accordingly, this MDR is being submitted as a voluntary and proactive measure by the manufacturer to enhance product safety and pharmacovigilance.